Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, prior to use, it was discovered that the right ventricular (rv) lead appeared to have coil damage. The lead was not used and an alternate lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage during use. The analyst noted that the introducer test passed. If information is provided in the future, a supplemental report will be issued.